Event description:
It was reported that during follow up, session records showed vt/vf episodes triggered by noise. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received internal insulation abrasions were observed under the rv shock coil at 3.8-4.0cm and at 5.2-6.2cm from the tip. External insulation abrasion was noted at 16.3-16.5cm and 17.6-17.8cm from the tip, consistent with friction to another device. The etfe coating was intact at all of these locations. An external insulation abrasion was noted at 7.8-8.7cm from the tip, consistent with friction to another device. The etfe coating of one rv cable and the inner coil liner were abraded. This is consistent with the reported field event of noise.